Manufacturer narrative:
(B)(4). Date sent: 8/12/2021 d4: batch # u5ev8x h6: component code =g04 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and without reload. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The cut line was completed and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. As part of our quality process, the manufacturing records of this batch were reviewed, and the manufacturing standards were met prior to the release of this batch. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in a sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. A

Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Additional information received: oozing occurred slightly, but it stopped. No additional hand suture was performed because 2 staple lines were completed out of 3 lines. The procedure was not converted to an open procedure. The surgeon commented the target tissue was not thick or hard. The device functioned with no problem during use. The patient's condition is stable as of the day after the surgery.

Event description:
It was reported that during a laparoscopoic distal gastrectomy, "there was a staple that only one side of at the middle part of the cartridge on the cut end side was formed at the first firing. The same issue occurred at the third firing too. The device was used on the duodenum by pulse firing. The target tissue was compressed before the firing. The staple color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.